Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, low sensing threshold was noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead damage. However, diagnostic imaging was conducted but the supposition could not be confirmed nor was the alleged cause confirmed during the lead revision procedure. The rv lead was deactivated and replaced to resolve the event. The patient was stable with no consequences.

Event description:
Additional information received indicating that the physician does not allege any cause for the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.